Event description:
The user reported the patient had the catheter placed approximately on (B)(6) 2012. On (B)(6) 2012 the patient was sent to the hospital from the dialysis center to have the catheter replaced because the retention cuff was exposed and no longer under the patient's skin. The device was replaced without complication. No lot number was provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as no lot number was provided. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions: conclusion not yet available-evaluation in progress.